Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad failure, which was experienced during evaluation. Evaluation observed the second column of the keypad to be intermittent. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a keypad failure. It was also reported there was no patient injury.